Event description:
According to the reporter, the ac (alternating current) power connector of the cuff pressure manometer broke and fell. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Upon opening the back panel, the connector power jack was resting loose inside the controller adjacent to the printed circuit board assembly. Visual inspection of the connector power jack shows the solder pads remain attached to the bottom of both terminals 2 and 3 indicating a sense of force that tore the connector off the pcba. Remnants of solder is noted on the bottom of terminal 2, with a piece of torn solder pad remaining attached. A dull, flat appearing surface with tiny spots of solder impressions noted under terminal 1 may be indicative of a cold solder joint. The mounting pad on the pcba for terminal 1 shows the dull, flat appearing surface as observed under terminal 1 may indicate a cold solder joint. Solder spots are noted on the mounting pad of the pcba for terminal 2. It was reported that the ac (alternating current) power connector of the cuff pressure manometer broke and fell. The reported issue was confirmed. The most likely cause was the dislodged j1 component may be associated with a possible cold solder joint in conjunction with the inadvertent force used to insert the adapter into the power jack as well as the tension when unplugging the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from FDA's 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H9: z-2651-2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.